Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the japan affiliate, this was a left trans-axillary tavr with a 26mm sapien 3 valve with a commander delivery system in the aortic position. When valve alignment was attempted in the descending aorta, it was difficult to maintain the coaxiality of the pusher and the crimped s3 valve and the balloon. During valve alignment the crimped valve popped to the balloon side and the valve stent was made inroads into the pusher. Valve alignment was performed with the fine adjust wheel. The valve was advanced and positioned in annulus for deployment. When the pusher was pulled back, the valve moved towards the proximal end of the balloon, approximately 3mm from the distal marker. Negative pressure was applied by indeflator, and no back flow blood was observed. The decision was made to continue the tavr. Valve deployment was initiated but the valve/balloon did not inflate at all. The decision was made to remove the devices. The delivery system with crimped valve was unable to be pulled into the esheath. It was attempted to pull the delivery system and esheath together as a unit, but significant resistance was felt, and it was difficult to remove. Percutaneous cardiopulmonary support was initiated, and the devices were surgically removed. A new 26mm s3 valve was successfully implanted via trans-aortic approach.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned. An image review was performed, and the following was observed: inflation balloon/crimp balloon (I/c) bond observed torn with proximal inflation balloon wings flared outward. Distal end of delivery system observed cut at guidewire lumen. Inflation balloon material bunched distally from valve inflow side. Significant gouges observed on flex tip. Functional testing was performed, and the following was observed: engineering was able to pull balloon shaft to the warning marker, lock and utilize full fine adjustment with no abnormalities observed. Dimensional testing was performed. The locknut/collet force measurements were taken of the returned device. Additionally, the double-wall thickness measurements of the crimp balloon were taken. All measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during engineering evaluation. A review of the device history records, lot history, manufacturing procedures and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "valve alignment was attempted in the descending aorta, it was difficult to maintain the coaxially of the pusher, the crimped 26 mm sapien 3 valve and the balloon. After pushing and pulling the wire and made fine adjustments, valve alignment was attempted to performed. However, the crimped valve popped to the balloon side and the valve stent was made inroads into the pusher. After that, the valve alignment was performed with the fine adjust wheel". As difficulty was reported with coaxial alignment, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as evidenced by flex tip gouges. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported valve alignment difficulty. As reported, "when the sapien 3 valve was passed native valve and pusher was backed, the valve movement on balloon occurred. Considering the balloon rupture, negative pressure was applied by indeflator, but no back flow blood was observed. The decision was made to continue the tavr. Rapid ventricular pacing was performed, and valve deployment was initiated but the valve was not inflated at all. The operator determined that it was the balloon rapture and the decision make to remove devices". A product risk assessment (pra) was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torqueing of the system, patient tortuosity, etc.) Was identified as a possible cause of valve movement on balloon during flex tip retraction. Additionally, potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in the pra. As identified in the investigation, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces of performing valve alignment may have weakened the balloon and caused the balloon to tear. Additionally, it is possible that valve movement during flex tip retraction was a result of the high tension relieved off the system due to valve alignment difficulties and bunching of balloon material from the resulting I/c bond tear. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported valve alignment difficulty and balloon torn. As reported, "the physician tried to remove the device, but he could not pull it into the esheath. Attempts were made to pull out both the esheath and the delivery system together, but significant resistance was felt and was difficult to remove. Eventually, percutaneous cardiopulmonary support (pcps) was initiated, and thoracotomy was performed and pulled out the tip of the delivery system from the ascending aorta and cut it with a wire cutter". The same tortuosity previously mentioned within the patient anatomy may have also contributed to the reported withdrawal difficulties. The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles. The distal end of the delivery system along with the crimped valve can created a non-coaxial withdrawal configuration that could have caused the crimped valve to catch onto the distal tip of the sheath, and therefore contribute to the withdrawal difficulty reported. Furthermore, pre-deco evaluation revealed the delivery system was returned locked at packaging position with approximately 50% flex. Per the training manual, "ensure the thv is centered on the flex tip", this ensures that there is a smooth transition from flex shaft/tip to crimp balloon. It is possible that during retrieval, a gap was between the valve and flex tip and allowed the struts to be exposed. If the proximal valve struts are exposed, it may lead to a configuration where the crimped valve is likely to catch onto the distal tip of the sheath, and therefore contributing to the withdrawal difficulty reported. Additionally, per the training manual regarding thv retrieval through sheath, "verify the flex catheter is completely unflexed". If the delivery system is not completely unflexed, it may lead to a non-coaxial configuration where the thv may catch onto the distal tip of the sheath and increase resistance. It is possible that during thv retrieval through the sheath, the delivery system was not completely unflexed, resulting in the reported withdrawal difficulties. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve), withdrawal of torn balloon, improper withdrawal technique) may have contributed to the reported difficulty or inability to withdraw system with valve through sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.